Event description:
It was reported to philips that there was problem with wired footswitch. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, user had to step on footswitch multiple times to make exposure to finish the procedure. The philips remote service engineer (rse) examined the system remotely and found that the wired footswitch did not work intermittently. During troubleshooting, the rse identified that the wired footswitch buttons did not bounce back well. The philips engineer sent the wired footswitch to the customer for replacement. After the replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.